Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on (B)(6) 2018. It was reported that the cause of the hallucinations and dizziness was that the patient decreased herself off an over the counter sleep aid and lowered her (B)(6) on her own from three times a day to two times a day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated on (B)(6) 2017 the patient reported feeling much better now. It was noted that the issue resolved without sequelae on (B)(4) 2017 and not (B)(4) 2017 as previously reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine 20 mg/ml for a total dose of 4.220 mg/day and bupivacaine 15 mg/ml for a total dose of 3.165 mg/day via an implantable pump for non-malignant pain. It was reported the patient reported hallucinations on (B)(6) 2017. The patient also reported dizziness on (B)(6) 2017 and stated they decreased themselves off an over the counter sleep aid and they lowered their neurontin on their own from three times a day to two times a day. On (B)(6) 2017 the patient reported visual and auditory hallucinations. Interventions included the pump was reprogrammed where they decreased the pump dose on (B)(6) 2017. On (B)(6) 2017 the pump was reprogrammed and the medication in the pump was changed to fentanyl. The outcome of the event resolved without sequelae on (B)(6) 2017. It was noted that the patient had possible side effects to new medication in the pump. The clinical diagnosis was possible pump medications side effect. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drug morphine and bupivacaine was possibly related and the drug action that caused the event was an increase in the dose. The event date was (B)(6) 2017. No further complications were reported/anticipated.